Manufacturer narrative:
One unused catheter from the complaint lot number was received to perform an investigation. A visual analysis of the retuned sample did not show any anomalies. The needle was sharp, the bevel and diameter were within specification and the wall thickness and trim length measurements were both within specification. The problem reported was unable to be confirmed. A device history record (DHR) review was performed, and no issues were noted during manufacture. No root cause could be determined as the complaint could not be confirmed. Operator of device and initial reporter also sent reports to FDA are unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that it was difficult to insert the intravenous catheter into the vein without snapping it. The difficulty has resorted in several attempts needed to insert the catheter. No patient injury was reported.